Event description:
The event is reported as: complaint alleges: "the stapler jammed during use, but the event caused no harm to the patient."

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent after completion of investigation.